Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nail fracture at the base of the sliding hole of the supporting bolt at the level of the pseudarthrosis. Radiologically ensured at (B)(6) 2016. No suitable trauma after primary implantation rememberable.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The bearing points within the broken proximal nail hole indicated that the lag screw was asymmetric loaded by strong forces towards anterior at lateral and towards posterior at medial due to bending and torsion forces. Although the breakage surface of the posterior bridge is smoother, the anterior bridge broke first; the breakage started at the drill damage at lateral. The breakage surface is rougher because the breakage was fastened due to the asymmetric loaded lag screw; it was pressed at lateral to the anterior bridge. The found lines of rest indicate that both bridges broke in a fatigue fracture from lateral towards medial. Why bending and torsion forces were applied could not be determined; most likely the pseudoarthrosis allowed the proximal femur part to be moveable towards anterior / posterior over a long period; the bone was not healed within 6 months (non-union). The loads during walking were applied completely to the nail over the complete time so that the nail material got overloaded, resulting in the breakage of the nail. It was reported that the patient was in therapy for osteoporosis since 2008 and had bone cancer; furthermore the right femur was also treated in (B)(6) 2016 prophylactically. These facts indicated that most likely the bone structure was weakened by bone diseases. Non-unions (pseudoarthrosis), intra-operatively implant damages and weak bone due to bone diseases (i.e. Osteoporosis) can lead to implant failures like breakages and are listed as adverse effects in the IFU and operative technique. Because no manufacturer related issues were found the nail breakage is attributed to the patient conditions, contributed by the user. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Nail fracture at the base of the sliding hole of the supporting bolt at the level of the pseudarthrosis. Radiologically ensured at (B)(6) 2016. No suitable trauma after primary implantation rememberable.